Manufacturer narrative:
Additional narrative: this is a duplicate report of 1818910-2016-19497. This report, 1818910-2016-19880, will be rejected. MFR #1818910-2016-19497 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 5/5/16 medical records received. Medical records reviewed for MDR reportability. Received only revision surgical report dated (B)(6) 2015 that reported persistent pain, discomfort, and some elevation of metal ions. There were no lab results within medical records, and revision surgical report stated some elevation of metal ions, unknown head and liner will be reported at this time for pain. Revision surgical report also noted short external rotators and capsule to be scarred in and cloudy joint fluid. If metal ion lab results are received and greater than 7 parts per billion, the stem and adaptor sleeve will be reported at that time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.